Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was over 200 mg/dl and their insulin pump went into threshold suspend. The customer also reported there were over 200 points differences between their blood glucose and sensor glucose readings. The customer also reported false low and high alerts on their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.